Manufacturer narrative:
No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported an inability to switch ventilation modes as expected. There was no patient involvement.